Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,13,mtx,mg (tsvtwb13) was returned for investigation. Visual inspection of the as returned product identified that the implant collar is fractured at the seating surface of the collar. There was presence of wear due to usage around the platform and the threads. Also, there was substantial presence of bone residue around the threads and dried blood in the drive feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 and used for approximately 3.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63084770. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63084770) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvtwb13). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided, initial reporter fax number: not provided.

Event description:
It was reported that implant (tsvtwb13) fractured ta the neck and it was removed. Site was bone grafted. Tooth location 14.